Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported water intrusion beneath the display, speaker not working. No patient involvement.